Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of less then 200 ohms. No noise was observed. This ICD remains in service. No adverse patient effects were reported.